Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery fault alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that, while preparing the ventilator, an alarm sounded indicating a battery fault. The biomedical engineer (bme) department was contacted immediately. After "inspection and repair," the ventilator was returned to normal use. In a good faith effort (gfe) response received on 23nov2025 from the authorized service provider (asp), it was state the device's diagnostic report (drpt) was not available, and it was clarified that the hospital found a third party service to replace the battery to return the device to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.